Event description:
Surgeon was using a mitek lds electrode twice in and out of the joint. He went to use it a third time and noted that the active tip had come free from the device. He used a different electrode to complete the case. Problem caused a short delay in the case. Location of the active tip is not known at this time. Contact reported no patient injury as a result of this situation at this time. Small metal fragment coming free from the device could result in surgical intervention to prevent potential patient injury if this were to recur. As a result an MDR is being filed to document this event.